Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed upon device interrogation during an unrelated hospital visit. Programming changes were made and further testing was recommended.